Event description:
During prep of the ablation catheter, the catheter was not recognized by the carto system. The catheter was removed and replaced with no reported harm to the patient. Clinical site notified vendor rep directly. Manufacturer response for bi-directional intravascular navigation catheter, 8fr thermocool smarttouch catheter st sf, thermocouple, df curve, bi-directional (per site reporter).